Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, two devices returned without fluid. Red and white material was observed within the devices. And yellow and red material was observed on the shell surfaces. Upon initial inspection both devices presented creases, lines of shell wear and areas of siltex cracking, suggesting in-vivo folding or creasing of the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was confirmed by a doctor. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 02/12/2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).